Manufacturer narrative:
Checking the manufacturing charts of involved lot #19ag0y5, no pre-existing anomalies were found on the 10 devices manufactured with that lot #. We are going to submit a final MDR when the investigation is complete.

Event description:
During a primary shoulder surgery performed on (B)(6) 2024, the surgeon was unable to engage the reverse impactor handle onto trials in situ. The rep then noticed that the small metal tip of the reverse adaptor sleeve (product code 9013.52.147, lot #19ag0y5) was missing, which explained the difficulty using the instrument. It was reported that the reverse adaptor sleeve had been earlier used on the handle to lower the trial stem and the trial reverse body into the humerus. According to the complaint source, it's unknown when the tip broke off, but it wasn't found inside the patient's shoulder. After some searching within the sterile field, the broken tip was found on the mayo table. Trials were removed by other means. Once the missing metal tip was found the procedure continued as per normal. Surgical time extended by 10 minutes due to the issue. Patient's clinical details aren't available. Event happened in new zealand.

Manufacturer narrative:
Checking the manufacturing charts of involved lot #19ag0y5, no pre-existing anomalies were found on the 10 devices manufactured with that lot #. Device analysis: the instrument was returned to limacorporate for investigation. The visual inspection confirmed that the tip has broken off in the point of the plier that displays the minimal section. We can hypothesize that multiple and unexpected stresses have been applied to the instrument, leading to overstressing of the plier, and consequently to its breakage. Before being aware of this complaint, the plier's drawings have been updated to increase its strength, still the ultimate cause of the breakage is on the overstressing of the plier. Pms data: the device involved in the complaint is in version 00. According to our pms data, we are aware of 10 plier's breakages on 514 instruments v.00 made available to the market (ww). Please note that the instrument is reusable, and the above data consider the total number of pieces manufactured only. Before becoming aware of this event, limacorporate has increased the thickness of the instrument's plier as an improvement to further enhance its mechanical strength, and thus released the new version of the instrument (v.01). Instruments in version 01 are available on the market since december 2020. Pms data suggest that the recurrence of such breakages has decreased on the v.01 of the instrument. Since may 2023, v.02 of the instrument is available on the market. Limacorporate changed the material of which the instrument's plier is made of, with the aim of further enhancing the plier's mechanical strength. Overall, the average breakage rate of the plier of instruments belonging to versions 00, 01 and 02 is of (B)(4) (estimated over the number of smr reverse surgeries performed). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect similar issues. Note: this is a final MDR.

Event description:
During a primary shoulder surgery performed on (B)(6) 2024, the surgeon was unable to engage the reverse impactor handle onto trials in situ. The rep then noticed that the small metal tip of the reverse adaptor sleeve (product code 9013.52.147, lot #19ag0y5) was missing, which explained the difficulty using the instrument. It was reported that the reverse adaptor sleeve had been earlier used on the handle to lower the trial stem and the trial reverse body into the humerus. According to the complaint source, it's unknown when the tip broke off, but it wasn't found inside the patient's shoulder. After some searching within the sterile field, the broken tip was found on the mayo table. Trials were removed by other means. Once the missing metal tip was found the procedure continued as per normal. Surgical time extended by 10 minutes due to the issue. Patient's clinical details aren't available. Event happened in new zealand.